Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. No asystole was observed. An x-ray was obtained which confirmed a lead fracture. A surgical revision was performed and the lead was surgically abandoned and replaced. A new device was implanted at that time to accommodate the new lv lead. No additional adverse patient effects were reported.